Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose. The blood glucose reading at time of call was 168mg/dl. The customer stated that she was feeling tired, and she did not realize her glucose level kept getting high. No further information was provided.